Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture, silicone migration, lymphadenopathy and cyst(s) was received on may 13, 2025 with lot number 1842564. Based on the device analysis grid, the assessments of the complaint are: rupture and silicone migration: observed an opening assessed as unidentified (tear) opening. Lymphadenopathy: unable to observe as it is not related to the manufacturing process. Cyst(s): unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported "intra & extracapsular rupture". Healthcare professional reported "intra- and extracapsular rupture," "several enlarged axillary lymph nodes, several of which are silicone-laden. One lymph node is located high between the pectoralis minor and major muscles. Can be strictly correlated with the definitive apo of the lymph nodes," "several cysts" and "lesions". Record is for left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b1, b7, d6a, g2, h6.

Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration, rupture and lymphadenopathy.

Event description:
Healthcare professional reported "intra & extracapsular rupture". Healthcare professional reported "intra- and extracapsular rupture," "several enlarged axillary lymph nodes, several of which are silicone-laden. One lymph node is located high between the pectoralis minor and major muscles. Can be strictly correlated with the definitive apo of the lymph nodes," "several cysts" and "lesions". Record is for left side. Device remains implanted.